Manufacturer narrative:
(B)(4). Concomitant medical products: 00599404014, articular surface with locking screw "size green/e f 14 mm height", 63619865. The 00598800500, stemmed tibial component precoat a/p wedged for cemented use only size 5, 63765778. The 00598800526, tibial block and screws precoat size 5 5 mm thickness, 63813856. The 00598802012, stem extension offset 12 mm dia x 100 mm length(combined length 145 mm), 63626515. The 00599003410, prc agmt block dist sz d 5 mm, 63225067. The 00599003510, prc agmt block dist sz e 5 mm, 63758757. The 00599003510, prc agmt block dist sz e 5 mm, 63832537. The 00599401591, femoral component option for cemented use only size e left, 63863129. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04277, 0001822565-2018-04278, 0001822565-2018-04279, 0001822565-2018-04281, 0001822565-2018-04282, 0001822565-2018-04283, 0001822565-2018-04284, 0001822565-2018-04285.

Event description:
It was reported the patient underwent a knee revision within 1 month post-implantation due to fungal infection. No additional patient consequences were reported.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.